Manufacturer narrative:
Patient¿s identifier, date of birth and weight are not provided for reporting. Date of event: unknown. This report is for one (1) unknown psi implant. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not possible. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as the specific part number is not provided for psi implant. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a patient specific/peek (psi, polyetheretherketone) implant removal on (B)(6) 2017 due to patient¿s complications (¿health issues¿, unrelated to the implant). The removal procedure was performed without event and was completed successfully. No additional information is available regarding the patient¿s present condition or underlying medical history. The original procedure was performed on (B)(6) 2017 to repair a cranial defect. The patient remains at the hospital. The surgeon wants to replace the bone flap, with another patient specific implant peek. Sales consultant (sc) stated that the patient had several preexisting complications prior to having the psi device implanted. Once the device was implanted, the patient's health diminished and had to have the device removed. The sc believes the patient experiencing brain swelling but is unsure. The surgeon and the sc both believe the health deterioration was not related to the device but caused due to the preexisting conditions. This report is for one (1) unknown psi implant. This is report 1 of 1 for complaint (B)(4).